Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500166013 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; hence the date of manufacturer is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 at 2:19 pm, he performed a test using his adc blood glucose meter and received a reading of 118 mg/dl. Customer further reported that he was just sitting on the couch talking to his mother when he began to feel "sick, terrible" and then lost consciousness. Paramedics were called and upon arrival received a reading of 55 mg/dl at 2:34 pm on their unspecified meter. Customer was treated on the scene with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.